Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to diabetic ketoacidosis blood glucose on unknown with blood glucose of unknown. The customer states that when he was in the hospital meter blood glucose was low of 50 mg/dl and 70 mg/dl. Customer states that insulin pump had receive a low battery alert prior to the off no power alert. Customer also states that issue resolved by changing new battery. Customer states that insulin pump was not working. The insulin pump will not be returned for analysis.